Event description:
The pt reportedly experienced high impedances. Testing of the device revealed high impedances and open electrodes. Programming changes were made; however, the issue was not resolved. Revision surgery will be scheduled.